Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s911usqs6cyb3. Smartphone hardware: sm-s911u. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia (specific blood glucose levels not provided). A communication error occurred between the pod and sensor while worn for between 4 and 24 hours. The patient had a headache and was dehydrated. The patient went to the emergency room and was given insulin and fluids intravenously for treatment. The patient was released after a couple of hours.